Event description:
At insertion of a bd nexiva diffusics 22 gauge 1 inch catheter into the left cephalic ac vein bleeding was noted at the puncture site. The IV hub was removed as bleeding at the insertion site is abnormal. Upon removal of the hub there was no catheter sheath attached to the hub. X-ray was preformed and a 2.9 cm linear radiopaque foreign body of the lateral aspect of the antecubital fossa was seen and consistent with a retained IV cannula. Patient was transported to the emergency department and the foreign body was removed at the bedside. FDA safety report ID #(B)(4).